Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing an issue in pairing the pump with mobile app. Customer stated that customer was not able to upload adat. No harm requiring medical intervention was reported. Troubleshooting was performed and re-pairing was done but customer was still not able to upload. Relaunching the application did not show the pump data and app was reconnecting. It is unknown whether the customer will continue to use the mobile application or not. The device will not be returned for analysis.

Manufacturer narrative:
Customer unable to upload through app, minimed mobile 2.1.0, galaxy z fold3, android 13 "an attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) on samsung galaxy s23 (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that there are instances in which upload has failed due to a pump disconnection. The pump disconnects due to a gatt operation time out, when the app tries to reset the idd status change flags of insulin_on_board and history_event_recorded. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: ¿ make sure that the phone and pump are next to each other during the process. ¿ ensure both the phone and pump do not have any pairing in them. ¿ delete and reinstall the minimed mobile application. ¿ make sure that there are no any other apps which using a bluetooth connections on phone, remove them if any are present. ¿ reset network settings. ¿ disable battery saving options on mobile device. ¿ remind the customer that the uploads could last for 2 hours if a lot of data is being uploaded. ¿ if customer has recently updated the pump to 780g, delete the updater application from the phone. ¿ clear bluetooth cache. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.